Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. Per the instructions for use of the device, infection is a known possible risk of use of the device. Agent stated that the cause of infection is unknown. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to an infection. Agent reported that the physician reported that the pump pocket was infected. Agent also reported that the patient was on oral antibiotics for 21 days before the explant and was in the hospital on IV antibiotics for 14 day post explant. The pump was discarded at the explanting facility.